Manufacturer narrative:
No patient demographic information was provided. The device was not returned to the manufacturer at the time of this report. No conclusion can be made with regard to the cause of the event.

Event description:
A medtronic representative reported that the surgeon had to drill out the screw in navigus biopsy device because it remained in the skull and broke off. The outcome of the patient's surgery was successful.